Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03014. It was reported, the pt is no longer receiving stimulation. A sjm rep met with the pt and lead diagnostics identified invalid impedance on occipital leads (off-label use). Reprogramming did not resolve the issue. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.